Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, there were no cartridge detected, and loss of prime warnings observed in the black box with zero force. During the load cartridge step the pump failed to detect the cartridge. A force sensor calibration test revealed the sensor is not detecting force at 5lbs. The pump was opened and one of the pins on the force sensor flex was found to be damaged.